Event description:
On (B)(6), 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 4x daily and her results are usually around ¿100-200 mg/dl.¿ the patient manages her diabetes with humalog insulin (4x daily after meals) and metformin pills (2x daily). It is not specified when the alleged issue began. Blood glucose results obtained with the subject meter and the other device were not specified. Results were reportedly performed greater than 30 minutes of each other. The patient denied making changes to her usual dose of medications; however, the patient did not feel like eating and ¿took less food and/ or drink.¿ about 30-45 minutes after, the patient claimed she felt a low blood glucose symptom of sweating. The patient took glucose tablets/ glucose gel as treatment and felt better about 30-45 minutes later. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/31/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - (08/04/2014) - additional information.submitting codes that were not transmitted during submission of follow-up #1.